Manufacturer narrative:
No batch verification or device investigation were possible, as the serial number was not provided and the device was not returned for investigation. The complaint history of complaints regarding device dislocation for flex ii asd occluders was reviewed. In the rolling calendar year (june 2025 to may 2026), the complaint rate was (B)(4), which did not exceed the ucl. No further information was provided and the available information was insufficient for a conclusive investigation finding.

Event description:
It was reported that during a follow up visit after more or less 6 months after an asd implantation, the cardiologist could not see the occluder in the septum area. With the echo he saw that the occluder moved and was fixed in the aorta. The medical team decided to remove the occuder with snare and lasso, but without success. The occluder was embodied in the tissue, therefore it was decided to stop the procedure.